Manufacturer narrative:
This device is for export only. Complainant states that device has not received software update as required by FDA recall. While no serious injury occurred, potential exists for serious injury.

Event description:
Intensification of electrical stimulation discharge on channel 1. Waveform used: ifc 2 pole. Treatment time: 1 minute. Treatment location: arm. No serious injury reported.